Event description:
The pt reported withdrawal requiring a visit to the ER. She went to the ER after she woke up with itching, and was stiff and confused. The pt reported she had gone to her hcp for a refill several days earlier, but was unable to get refilled because her pump had flipped. The flipped pump was confirmed by fluoroscopy. The physician prescribed oral baclofen to the pt until the neurosurgeon could flip the pump back to gain access to the refill port. She reported that she had an appointment soon with the neurosurgeon and he was going to attempt to try and manually flip the pump. The pt reported that she felt that the oral baclofen appears to be working. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.